Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met product specs. The root cause is unk. (B)(4).

Event description:
A doctor reported that during surgery, the unit stopped suddenly and a system message was displayed. They were unable to clear the message and the infusion was completed manually. No pt harm was reported.